Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported right side implant deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases flat, yellow particles on the shell and opening lineal. Leak test and microscopic analysis was performed which identified; sharp opening on anterior and sharp opening on plug strap. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening. A sharp opening on plug strap assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side implant deflation. Device has been explanted.